Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially, the excessive leakage during pre-use check was reported. Further complaint handling revealed that the customer's main allegation was the ventilation being stopped. Identification of issue has been done by analyzing problem description, service report and device¿s logs. According to the information provided by the technician, the following failures occurred during technician's visit: excessive leakage, internal leakage test, pressure transducer test, safety valve test, flow transducer test, patient circuit test and the safety valve magnet sound was heard. The expiratory channel printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective expiratory channel pcb may lead to stop of ventilation or high pressure. There was no patient harm. The evaluation of received logs does not confirm that the ventilation has stopped. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation.

Event description:
Manufacturer's ref. #: (B)(4).